Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event; device passed all incoming tests with no anomalies found. (B)(4).

Event description:
It was reported when they tried to turn it on, the screen pop up and still in blank, the epg (external pulse generator) didn¿t work at all at any condition or command. The epg was returned for repair. No patient complications were reported as a result of this event.